Event description:
It was reported that a patient had experienced a device lead integrity alert (lia) due to a significant rise in impedance levels on their right ventricular (rv) defibrillation lead. An elevated threshold level for the lead was also reported. During a routine replacement of the associated device, the pace/sense portion of the rv lead was replaced. The defibrillation portion of the lead rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID c154dwk implantable cardioverter defibrillator implanted: (B)(6) 2008; product ID 5076-52 implantable pacing lead implanted: (B)(6) 2008; product ID 419388 implantable pacing lead implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. A patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2013. Weekly pace lead trend data shows an increase for min and max rv pace impedance of 384 to 1264 ohms peak between (B)(6) 2013 and (B)(4) 2013.